Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to mechanical jam with the vessel locator wings may include, but are not limited to, the vessel locator not placed against the surface of vessel during plunger deployment; flex-guide not held in alignment with body of device and the angle of tissue tract prior to and during depression. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the left common femoral artery using a starclose se device after an interventional procedure. Reportedly, during step 2, resistance was felt and the number 2 could not be shown in the window. The starclose se device was removed and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.